Event description:
A power source alert 07 was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was using a tandem charging cable and wall adaptor, and technical support instructed them to plug the wall adapter into a known working outlet and wait at least 30 minutes to see if the pump began charging. Upon follow up, technical support confirmed the pump was working as intended.